Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of unrecoverable loss of antenna passed threshold was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient a permanent out of range signal that occurred on (B)(6) 2016. No injury or medical intervention was reported.